Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint scanner would not scan fingerprints. Additionally, drawer 2.1 pocket d3, kept failing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) did not work and also drawer 2.1 failed to open. A field service engineer unplugged the bio ID universal serial bus (usb) cable, updated the bio ID drivers, reconnected the bio ID device, and restarted the station. In drawer, the row board cable connections to the cubie trays and drawer controller were reseated, and the drawers were inspected to confirm there was no debris under the cubies. Both bio ID and drawer tested good in application. The system functioned as intended after the field service engineer repaired the device.